Manufacturer narrative:
Retainer ring = black. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. No over delivery anomaly or under delivery anomaly noted. Inserted a test p-cap and a water filled reservoir into the reservoir compartment. The unit recognized the water filled reservoir in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. No prime/seating anomaly or prime/fill anomaly noted during testing. History download was successful using thus and carelink upload was successful. Reviewed all boluses delivered in the formatted history file on (B)(6) 2021. No bolus anomaly noted. Device had minor scratched display window, scratched case, scratched keypad overlay and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The g4 date that was provided with the initial report was incorrect. The correct date november 15, 2022 has been included with this report in g4 section.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Mrn: 369826. Examined period 2021-09-20 to 2021-09-22. Result of carelink investigation determined: sensor performance observation due to increased inaccuracy on first day of wear. The sensor was less than 1 day old on the day of the complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On (B)(6), 2021 the insulin pump was returned due to customer allegation to insulin pump over delivering and was hospitalized for low blood glucoses. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at (B)(4) inches. No over delivery anomaly or under delivery anomaly noted. Inserted a test p-cap and a water filled reservoir into the reservoir compartment. The unit recognized the water filled reservoir in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. No prime/seating anomaly or prime/fill anomaly noted during testing. History download was successful using thus and carelink upload was successful. Reviewed all boluses delivered in the formatted history file on (B)(6) 2021. On (B)(6) 2021 at 16:28:54.000 normal bolus delivered normal bolus amount programmed = 1.8 bolus amount delivered = 1.8 on (B)(6) 2021 at 16:53:24.000 normal bolus delivered normal bolus amount programmed = 0.8 bolusamountdelivered = 0.8 on 09/21/2021 at 19:04:02.000 normalbolusdelivered normal bolus amount programmed = 1.3 bolus amount delivered = 1.3 on (B)(6) 2021 at 20:11:16.000 normal bolus delivered normal bolus amount programmed = 0.7 bolus amount delivered = 0.7 on (B)(6) 2021 at 23:21:22.000 normal bolus delivered normal bolus amount programmed = 2.3 bolus amount delivered = 2.3 no bolus anomaly noted. Device had minor scratched display window, scratched case, scratched keypad overlay and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low blood glucoses. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were assisted with emergency services low blood glucose level on (B)(6) 2021. Customer blood glucose level was 34 mg/dl. Customer stated they passed out and insulin pump was on and off. Customer stated they took insulin pump off and blood glucose was in 500 mg/dl. Customer was treated with glucagon. Customer current blood glucose level was 252 mg/dl. Customer had been using insulin pump system within 48 hours current of reported low blood glucose event. Customer stated that the auto mode feature was not active at the time of low blood glucose event. Customer alleged the insulin pump was over delivering because they possibly were getting insulin without the insulin pump delivering it. Insulin was squirting out. Customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.